Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's pump is alarming and the screen reads no disposable clamp tubing. The pump was stopped and continued to alarm. The patient indicated there was no air in the tubing. The patient was instructed to turn the pump off, close a clamp on the tubing and remove the cassette. No bubbles were observed in the tubing that extends across the top of the cassette. The cassette was tapped lightly on a firm surface, the tubing was massaged and the cassette was reattached. The clamp was opened and the pump was started with residual volume of 84.2 ml displayed on the screen. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates are not required. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record (DHR) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Corrected data: d4: correction: model number: 6500.